Event description:
Pt undergoing cataract surgery when the head piece from the microscope fell from the microscope arm and landed on physician's hand and pt's nose. It was quickly removed with only an abrasion to pt's nose. The safety latch pin failed allowing the device to fall on pt. The safety latch pin has been replaced.